Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, during the cartridge change the patient had applied a new set and noticed that cannula was slightly bent and when used she noticed a high blood glucose level for at least 3 hours after multiple corrections again. At this time, no photograph was provided. Also, the patient reported that she was using the pump since last year and encountered some problems with cannula couple times. Therefore, after placing the new infusion set, she noticed high blood glucose level stayed after multiple corrections. The patient took off the infusion set and noticed that tip of the cannula was bent, so insulin was not infused. At that time, she thought maybe she had mis-angled the infusion set when applied. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.